Event description:
It was reported that the patient has experienced an increase in seizures since christmas. It was reported that the patient received an ipad 2 for christmas and has been using it a lot and believes that this may have impacted her generator. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient is doing better and the seizures have reduced back down to her previous amount. Device settings were increased in march to 1ma.